Event description:
The customer reported being hospitalized for low blood glucose of 20m/dl. The customer stated that her blood glucose was 167mg/dl in the morning. The customer also stated that she was outside in the sun and the device was exposed to the heat. Troubleshooting was performed. The programming on the insulin pump was correct. The amount of insulin in the reservoir matched to the status screen. Ran a displacement test and the device passed the test successfully. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.